Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, the video connector socket was broken. The specific root cause of the broken video connector socket could not be determined at this time. The front panel was found to have a crack. The bottom chassis had a minor deformation. And there were minor scratches on the top cover. However, these defects are not considered, severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, visera elite ii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there were cracks in the video connector socket case. This report is being submitted for the event found during evaluation. There was no patient involvement.